Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a severe low blood glucose (bg value not provided) that required assistance from another person. Multiple attempts were made to obtain additional information; however customer did not reply.